Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the ipg would not communicate. It was also reported the patient could not remember the last time they charged the ipg. As a result, the patient¿s system was explanted and replaced on (B)(6) 2020. Therapy was confirmed post-op.

Manufacturer narrative:
Correction: device code should have been (B)(4). During processing of this complaint, attempts were made to obtain complete patient information. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.